Event description:
It was reported to MFR that upon interrogation at a routine office visit, the pt's device settings were found to be at 0ma, 20 hz, 500 usec, 30 sec on and 60 min off, which were not the intended settings. The physician stated that the last time the pt was seen was approx one month prior to this office visit and a diagnostic test was performed at that time. The physician explained that the pt was moving around quite a bit while trying to perform the test. The physician believed that a final interrogation was performed to confirm proper device settings prior to the pt leaving the office; however, this has not been confirmed on programming history. The pt was set back to the intended settings at the recent office visit and recent diagnostic test have revealed normal device function. Attempts to obtain additionall information are underway.